Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse observed a liquid leak coming from the tube going through pinch valve vl46b. He replaced going through vl46b, and sample lines going to the flow cell from the diff mixing chamber. There were no further leaks observed. The repairs were verified per established service procedures. (B)(4) .

Event description:
The customer reported that there was an uncontained clear fluid leak of an unknown volume from a coulter lh 780 hematology analyzer. There were no error messages observed at the time of the event, and a service visit was requested. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.